Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. A visual and tactile examination found several hypotibe kinks along the full catheter length. Examination also found a hypotube break 255mm from end of hub. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the extremely calcified left anterior descending artery (lad). Following pre-dilation, a 2.25x32mm promus premier drug eluting stent was advanced to treat the lesion. During procedure, there was difficulty in delivering the stent towards the lesion. The stent was removed and additional dilation was performed. The stent was attempted to be re-advanced; however, the physician noted that the shaft was fractured. The physician was able to remove the fractured part by simply pulling the device. The lesion was re-dilated with a non compliant balloon and the procedure was completed with another of the same device. No patient complications were reported and the patient was doing well.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the extremely calcified left anterior descending artery (lad). Following pre-dilation, a 2.25x32mm promus premier¿ drug eluting stent was advanced to treat the lesion. During procedure, there was difficulty in delivering the stent towards the lesion. The stent was removed and additional dilation was performed. The stent was attempted to be re-advanced; however, the physician noted that the shaft was fractured. The physician was able to remove the fractured part by simply pulling the device. The lesion was re-dilated with a non compliant balloon and the procedure was completed with another of the same device. No patient complications were reported and the patient was doing well.